Event description:
A malfunction code identified as "malf 12" was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, and following the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.